Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu_ unknown_lead, product type: lead. (B)(4).

Event description:
A consumer reported that someone they talked to has parkinson's disease and uses deep brain stimulation. The patient had hallucinations, night tremors, and bad dreams. The patient turned stimulation down at night so they could sleep better. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.